Manufacturer narrative:
(B)(4): the device is expected to be returned. A f/u report will be submitted once the devices have been received and an investigation is complete or further info is obtained.

Event description:
Biomed called to report he had two devices with burnt iui's due to liquid noted on the iui's (8120 pca module v8 sn (B)(4); 8000 pc unit v9.1.14.10 sn (B)(4)) due to liquid noted on the iui's. Customer states that no pt/event info is available.